Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated with a programmer. Troubleshooting was performed in clinic including trying multiple programmers and a magnet reset. It was noted that there was no audible beep during magnet application. Technical services (ts) advised device replacement. Subsequently, this s-ICD was explanted and replaced. A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for investigation.